Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open when the user tried to issue an item, and the user was stuck on the count screen, after remoting into the cabinet and restarting the application, the drawers populated, and when the user attempted to issue again, the drawer opened without any problem. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer was failed to open, and the user was stuck on count screen. The technical support specialist (tss) remoted into the cabinet, restarted the application and confirmed that the drawers were populating. The user also confirmed the drawer opened without any problem and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.